Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customers insulin pump failed the cpu hardware test and the customers blood glucose level was 80mg/dl. The pump wasn't damaged neither exposed to moisture it will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor system alarm. However, unit passed rewind test and displacement test.